Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint. The entire screen became black when the device was angulated. There was additional damage found. The unit was repaired and returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this event was likely caused by charge-coupled device (ccd) cable breakage or video connector board damage. The bending section may have received physical stress as damages were found in evaluation, and the ccd cable breakage or sheath damage occurred as a result of ccd cable having strongly touched the bending tube when this physical stress was applied. Also, fluid invasion found in evaluation may have damaged the video connector board and the electrical connection became unstable due to corrosion. The following is stated in the instructions for use which can prevent the event: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report that during an unspecified procedure the picture turned black when the scope was deflected. There was no report of health consequence to the patient. No additional information has been obtained.